Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient suffered a pneumothorax during a superdimension procedure which was confirmed by post-op chest x-ray. The patient was asymptomatic and did not require intervention or hospitalization. The patient was seen in the clinic the following day and remained asymptomatic. It was determined that no further follow-up would be required. If additional information pertinent to the incident is obtained a follow-up report will be submitted.